Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation and the updated device information no product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump was exchanged because the tubing was long and uncomfortable. Per additional information received: the pump was exchanged at the request of the patient. The patient experienced pain during intercourse, and general discomfort with the pump, as the scar tissue grew over the pump in a way that was unpleasant, particularly during intercourse. No extrusion or erosion were reported. The pump was fully-functional.